Event description:
It was reported that during a pneumonectomy, the staple was unformed at 2nd firing. Another device was used to complete the case. No pt consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.